Event description:
On (B)(6) 2018 stryker 7-hole anterior midshaft plate, with 6 cortical screws inserted for right closed displaced midshaft clavicle fracture, on (B)(6) 2018 he fell down stairs landing on right shoulder, had pain and displacement of clavicle, xray showed acute fracture of hardware, pt returned to operating room (B)(6) 2018 for removal of broken hardware and revision orif right clavicle with stryker 7-hole superior midshaft plate. Stryker 7-hole 1/2 tubular anterior plate and total of five 3.5 cortical screws, four 3.5 locking screws and one 2.7 cortical screw.